Event description:
It was reported that during an ablation procedure a perforation and tamponade occurred. The pt presented with a right atrial tachycardia. An array catheter was deployed and mapping was completed with the safire ablation catheter. After analyzing the data, the staff began burning at the target site in the high right atrium. The tachycardia continued so the physician decided to employ contact mapping in the array program using the ablation catheter. When the catheter was manipulated to the same area, the tachycardia ceased. As the physician worked to re-induce, the nurse commented that the pressures were gradually decreasing. A stat echocardiogram was ordered and a perforation was noted, the physician tapped the pericardial space; approx 300 ml were withdrawn. Pressures returned to normal and the procedure was completed.

Manufacturer narrative:
A safire bi-directional catheter was returned for investigation. The catheter was able to produce the correct shape in both directions when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing revealed electrodes 1-4 displayed acceptable resistance values which were within specification. Manipulation of the catheter during testing confirmed stable resistance values within sjm specification. The temperature response of the thermistor and thermocouple were within specification. No device anomalies were noted. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.